Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl.. Symptoms reported include hyperglycemia, vomiting, dizziness and feeling lethargic. The patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. Once at the hospital the patient was diagnosed with dka as well as covid. The patient was treated with intravenous fluids, manual insulin injections and a breathing treatment. The patient was discharged from the hospital after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.